Manufacturer narrative:
Visual inspection did not identify any abnormalities that could have contributed to the reported condition.

Event description:
It was reported that the blue slide clamp key of an unspecified access set broke off in the keyhole of a novum iq lvp. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.